Event description:
It was reported that patients pc displayed the message replace generator, generator has reached end of life. As such surgical intervention took place wherein the ipg was explanted and replaced with a new one. Post procedure effective therapy was restored.

Manufacturer narrative:
Day of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.